Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.(B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error while the customer was attempting to bolus. The numbers kept scrolling and then the alarm occurred. Customer's blood glucose was 102 mg/dl. Customer had a low battery alert and changed the battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.